Event description:
The customer states that one patient sample generated an initial architect c8000 sodium assay reuslt of 115 mmol/l. The sample retested at 141 mmol/l. Controls have been within specifications. There is no impact to patient management reported.